Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of constant downstream occlusion through the history log, but could not reproduce it. The downstream sensor shim plate was found to be out specs, making the device more sensitive to false "downstream occlusion" alarms. The unit was re-calibrated during the repair process to ensure accurate occlusion detection.

Event description:
It was reported that a spectrum pump had downstream occlusion alarms. It was also reported that there was no pt involvement.